Event description:
It was reported that a pump keypad is inoperable. The customer stated that the letter "v" is entered after every selection.

Manufacturer narrative:
(B)(4). The device was not returned to sigma and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. However, there is a reasonable probability that the malfunction involves a shorting of the keypad, which is considered a reportable event. The date of event is unk.